Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient suffered an infection following surgery to implant synthese plates on an unknown date. A non-synthese representative had brought the set from another hospital, and the surgeon used that set for the procedure. The surgeon's concern is that the implants used were not sterilized properly. Full list of used implants is not known. Infection was discovered after the surgery, and the patient underwent repeat procedures as a result of the reported infection. No further information is available. This report involves one unk - screws: trauma. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On or about (B)(6)2018, the patient was evaluated by x-ray and MRI radiology studies and diagnosed bilateral stress fractures of the tibia. On (B)(6)2018 the patient underwent elective bilateral internal fixation with plates and screws and bone marrow harvesting surgical procedure. The surgeon ordered the "flashing" of the hardware implants while the patient was under anesthesia, surgeon thereafter implanted the hardware into the patient. On (B)(6)2018 have failed to remove the infected metal implants from the patient right tibia and the patient suffered lower extremity tissue and bone infection and necrosis, osteomyelitis and suffered numerous surgeries.